Event description:
During laser lasik treatment of patient's eye, tracking mechanism disengaged and would not allow surgeon to re-acquire the eye tracking and continue surgery. Surgery aborted at 88% complete. Patient had to return and have surgery again. Alcon field rep reproduced reported problem of tracker. Unable to maintain tracking stability during tracker testing procedure. Replaced galvo box and analog box. Verified tracker operations. Replaced dsp card as a preventative measure. Completed system verification and device was returned to service.